Event description:
On (B)(6), 2011, the pt underwent a f/u computed tomography which revealed sac enlargement with no endoleaks. The growth amount is unk. On (B)(6), 2011, the pt underwent an aortogram where no endoleaks were noted. The gore excluder aaa endoprostheses were relined with a medtronic endurance, an aneurx graft, and an atrium stent. On (B)(6), 2012, the pt underwent a pet scan. As this type of test does not provide accurate measurements compared to a computed tomography, whether or not there has been aneurysm growth is unk. Performing a computed tomography angiography is not possible due to the pt having high creatinine levels. There is no plan to intervene.

Manufacturer narrative:
Results: the review of the mfg paperwork verified that this lot met all pre-release specs. Conclusions: aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis. Add'l device: (B)(4).